Event description:
It was reported that the lead was repositioned due to dislodgement.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additonal information to obtained, a supplemental 3500a form will be submitted accordingly.